Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 20 mmol/l (360 mg/dl) while wearing the pod on the arm between 4 and 24 hours. Multiple corrections were administered using the pod, but the patient¿s bg levels did not decrease. At the hospital, the patient was provided with manual insulin injections utilizing pens.